Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was oversensing of the respiratory rate trend (rrt) feature signal on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). The rrt feature was programmed off. No adverse patient effects were reported. This crt-d remains in service, along with the non-boston scientific ra lead.

Event description:
Additional information was received that the atrial and ventricular signals were fusing due to undersensing. It was found the p wave amplitude had decreased from 2.0 mv to 0.5 mv. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead impedance measurements had fluctuated over the last year from 200 ohms to greater than 3000 oms. During the in clinic testing the ra impedance measurements were within range at 450 to 500 ohms. The ra sensitivity was reprogrammed and the patient will be followed up with in three months. It was further noted that the patient had been lost to follow up for one year. The crt-d and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing of the respiratory rate trend (rrt) feature signal on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). The rrt feature was programmed off. No adverse patient effects were reported. This crt-d remains in service, along with the non-boston scientific ra lead. Additional information was received that the atrial and ventricular signals were fusing due to undersensing. It was found the p wave amplitude had decreased from 2.0 mv to 0.5 mv. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead impedance measurements had fluctuated over the last year from 200 ohms to greater than 3000 oms. During the in clinic testing the ra impedance measurements were within range at 450 to 500 ohms. The ra sensitivity was reprogrammed and the patient will be followed up with in three months. It was further noted that the patient had been lost to follow up for one year. The crt-d and ra lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. This report is being filed to correct the h6 device codes to remove the noise code and update the h10 additional MFR narrative with appropriate text.

Event description:
It was reported that there was oversensing of the respiratory rate trend (rrt) feature signal on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). The rrt feature was programmed off. No adverse patient effects were reported. This crt-d remains in service, along with the non-boston scientific ra lead. Additional information was received that the atrial and ventricular signals were fusing due to undersensing. It was found the p wave amplitude had decreased from 2.0 mv to 0.5 mv. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead impedance measurements had fluctuated over the last year from 200 ohms to greater than 3000 oms. During the in clinic testing the ra impedance measurements were within range at 450 to 500 ohms. The ra sensitivity was reprogrammed and the patient will be followed up with in three months. It was further noted that the patient had been lost to follow up for one year. The crt-d and ra lead remain in service and no adverse patient effects were reported.